Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer was able to rewind the pump. Customer had 1 motor error alarm in the alarm history. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer mentioned that her blood glucose dropped to 50 mg/dl and that it just happens. Customer treated with a soda and granola bar.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, and a cracked reservoir tube window. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm was noted in the alarm history screen.